Event description:
It was reported, the switch emitted sparks.

Manufacturer narrative:
It was reported, the switch emitted sparks. Visual inspection of the unit revealed that the customer had taken the switch apart, making it impossible for us to determine the cause of the report. We also noted that several internal components had been bent or broken, indicating misuse on the part of the consumer.